Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation and no details about the model or serial number were provided, so the reported event could not be confirmed. A DHR review is unable to be performed because no lot/serial number was provided. Devices are typically explanted or disabled because they are not functioning optimally. It may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Leaflet thickening may be attributed to structural valve deterioration (svd) and/or non-structural valve dysfunction (nsvd). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. By other hand nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as early thrombosis/halt, early endocarditis or host tissue overgrowth. In this case with the information provided a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
D6a. If implanted, give date: the implant duration is known only as "7 years". Therefore, 16apr2018 is being used as implant date to calculate the approximate implant duration. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from china that a patient with a 27mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 7 years due to leaflet thickening and restricted opening leading to stenosis and regurgitation (vmax 2.8 m/s; mean/peak gradient of 18/32 mmhg). The patient presented with fatigue and chest pain. A transcatheter valve was implanted in replacement.